Manufacturer narrative:
Weight: unk. Ethnicity:unk. Race: unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2, -05.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.